Manufacturer narrative:
Additional manufacture narrative - the reported device was not returned as it was discarded at site. Without return of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic,. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21 mm bioprosthetic aortic valve, implanted approximately two(2) years, four(4) months, eight(8) days, was explanted due to paravalvular leak . The findings at surgery indicate there "were two small perforations on 1 of the leaflets of the aortic prosthesis. I really could not determine exactly the site where the thing was leaking mostly from since there was a lot of inflammation." The explanted device was replaced with another 23mm bioprosthetic valve. The patient tolerated the procedure well and was reported in stable condition. The device was not returned as it was discarded at site.